Event description:
A customer reported that their pump vibrates off the charger while charging. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.